Event description:
The patient had full revision surgery on (B)(6) 2016 due to generator battery depletion and high impedance that was identified once the new generator was implanted during system diagnostics. The lead pin was confirmed to be fully inserted into the new generator, but high impedance was still present. The physician then replaced the lead, and the high impedance resolved. The old generator and lead were received on 06/02/2016. Analysis has not been approved to date.

Event description:
Analysis of the generator was approved on 06/14/2016. No abnormal performance or any other type of adverse condition was found with the generator. Analysis of the lead was approved on 06/24/2016. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken at two locations. The coil section in between the breaks appeared to be dissolved. Scanning electron microscopy was performed on the first connector ring quadfilar coil break and identified the area as having extensive pitting which prevented identification of the coil fracture type with residual material. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the second connector ring quadfilar coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type with residual material. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.